Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked display that progressively became unresponsive, preventing reliable use even when connected to external power; the user stated the screen was damaged at work and a replacement was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included interruption of insulin delivery and meal announcements, with advice to use backup therapy and continue cgm through the dexcom app or receiver. Investigation included remote troubleshooting and confirmation via user-provided images, along with replacement logistics and instructions to shut down the device and return it. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with user-reported impact, resulting in loss of input responsiveness and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction.